Event description:
It was reported that the presyncopal patient presented in the clinic with high pacing lead impedance and loss of capture. Upon review of the stored electrograms it was noted that patient received a shock with no termination of arrhythmia. The patient underwent dft testing and the device could not be successfully reprogrammed. The patient had to be rescued externally. The patient was then disconnected from the programmer. The patient then went into ventricular tachycardia and was pulseless. The patient was shocked externally which broke the arrhythmia and normal sinus rhythm was seen. The patient was stable post event.